Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible lead dislodgement as noted by the emergency room cardiology. The lead measurements taken were within normal parameters and the rv lead remains in use. No patient complications have been reported as a result of this event.